Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, heavily calcified, 90% stenosed mid left anterior descending (lad) coronary artery. A 2.00 x 12 mm tenku rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with no resistance to the lesion and inflated without any issue noted. On the second inflation to 12 atmospheres the balloon ruptured. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.